Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the jar was received via ups in the original product packaging with serial number tag and the safety seal broken. Upon opening the jar, no damage was observed along the threads of the lid and jar and no glutaraldehyde was found. Visual inspection showed remnants of the gasket material stuck along the rim of the jar. Pits along the gasket are consistent with the remnants that remain attached to the rim of the jar. Particulate was found in the jar. The outer packaging box with the foam inserts and freeze watch indicator were inadvertently discarded after the product was received. Without the temperature indicator, further observations cannot be performed. White particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Conclusion: a review of the device history record (DHR) shows that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. A manufacturing assessment was completed. The review of the DHR, and all the paperwork involved in the primary packaging of the valve and its respective final release up to the secondary packaging level, everything was within acceptable parameters and no rework related to the repackaging of the product was performed. Based on the manufacturing assessment, it was confirmed the device complied through all manufacturing process and inspection criteria specifications were met. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when opening the jar for this 26 mm evolut pro+ valve, the sealing ring was broken and sticking to the jar. The valve was not used for implant. Additional information was received that no particles were observed in the jar solution from the broken sealing ring. A different medtronic transcatheter valve was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury, and there is no risk of death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when opening the jar for this 26 mm evolut pro+ valve, the sealing ring was broken and sticking to the jar. The valve was not used for implant.